Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the safe-clip experienced an inability to clip/jamming. The following information was provided by the customer: material no.: 328235, batch no.: 7285551. It was reported the safe clip is not clipping. Verbatim: consumer is using her new device that was purchased on saturday. Not nipping. Spring is not letting her press the clip. Lot# 7285551. Sending mail kit and sending replacement.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the safe-clip experienced an inability to clip/jamming. The following information was provided by the customer: material no.: 328235, batch no.: 7285551. It was reported the safe clip is not clipping. Verbatim: consumer is using her new device that was purchased on saturday. Not nipping. Spring is not letting her press the clip. Lot# 7285551. Sending mail kit and sending replacement.